Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device was reported to have shut down on a patient while in use. The device was in use during this event however, no patient or user harmed.